Event description:
Event description guidant received information that this atrial lead (4086/224234) experienced a gradual decrease in the lead impedance measurements, from 500 ohms to less than 100 ohms one month after implant. There was no capture at maximum voltage outputs in both unipolar and bipolar configurations. Lead (4086/228846) was not implanted due to high threshold measurements and inadequate sensing. Both leads were removed, replaced and returned for analysis.